Event description:
The clinician reports that the day the implant was placed in ada 20, failure occurred upon insertion. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.